Event description:
It was reported that a malfunction alarm occurred after the pump was connected to a power source. Customer's blood glucose levels were in the 300s mg/dl range. Reportedly, the customer had manual injections as alternate insulin therapy.